Event description:
It was reported that the ventilator shut down while on a patient. When restarting the cockpit, the usual alarm sounded and stopped but then started again and then eventually stopped. No patient harm reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was examined onsite by technician and the log file was made available for further investigation at the manufacturer¿s site. The log file entries indicate a temporary issue regarding the hard disk drive (hdd) of the cockpit on the reported date of event. The device initiated a cockpit restart to remedy the issue. While restarting the cockpit, the entire device was switched off by the user via the rocker switch. Based on the log file analysis, a shut down of the ventilator due to a malfunction could not be confirmed. As a result of the onsite device testing, there was no permanent malfunction found; the device check was successfully performed, and the device was operated on basic setting for approx. 5 hours without an issue. As a preventive measure, it was recommended to replace the hdd of the cockpit. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. A restart sequence of the cockpit lasts approx. 45 seconds. If it takes longer, the restart procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant ventilation parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. In case of a cockpit malfunction, monitoring functions and the user interface of the cockpit might be impaired. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence.

Event description:
It was reported that the ventilator shut down while on a patient. When restarting the cockpit, the usual alarm sounded and stopped but then started again and then eventually stopped. No patient harm reported. The device has no UDI as an UDI was not required at the time the device was manufactured.